Manufacturer narrative:
The insulin pump passed the self test and displacement test. The insulin pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected random access memory reset error alarm noted. The insulin pump was received with minor scratched liquid-crystal display window and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had post-reset ram crc alarm. The customer's blood glucose was unknown. Case and display window worn and damaged. The insulin pump will be returned for analysis.